Event description:
It was reported that patient was revised on a right knee due to failed knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial tray. The following other devices were also listed in this report: stem; cat# unknown; lot# unknown. Tibial insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.